Manufacturer narrative:
Concomitant medical products: model 3186 scs lead (2). Therapy date unknown. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference MFR. Report number: 3006705815-2019-01401 and 3006705815-2019-01402. It was reported the patient experienced inadequate stimulation with their scs system. In turn, reprogramming was unable to resolve the issue. As a result, surgical intervention may be pending to address the issue.

Event description:
Reference MFR. Report number: 3006705815-2019-01401 and 3006705815-2019-01402.